Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient came in for first post-op after surgery.  The #8 impedance is high, unable to use the contact.  Patient reports that on (B)(6) 2020, 7 days post op, she was at work and twisted herself and felt a tug/pop at the battery site. The contact is not needed for programming. Programmed around it. The issue was resolved.